Manufacturer narrative:
Concomitant medical products: dtmb1qq, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks following implant of the left ventricular (lv) lead, a lead warning triggered and an increase in impedance was noted. The lv lead remains in use. No patient complications have been reported as a result of this event.